Event description:
It was reported the device is presented with a speaker malfunction error message. A good faith effort attempt is being conducted to find out if there was still sound coming from the device. The device was no in clinical use. There was no report of patient or user harm.

Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporting institution phone#: (B)(6). E1: reporter phone#: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Multiple good faith effort attempts to get more information if there was still sound present and if the customer issue was solved by providing information from philips was unsuccessful. The remote service engineer (rse) spoke to the customer and confirmed the speaker malfunction error message. The rse sent the procedure to the customer how to do an audio test in the diagnostic menu, which is usually enough to make the message disappear. The customer wanted to follow up with the rse if this was successful and solved the issue. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. The investigation could not be completed due to insufficient information. We are unable to confirm the final disposition of the device, because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time